Event description:
The customer reported a leak occurred during a chemo epoch infusion. Treatment protocol was epoch etoposide, vincristine, doxorubicin, cyclophosphamide, and prednisone. The patient and nurse found the wet tubing and linens. It is unk which drug was in use and the exact location of the leak. The patient continued the chemo infusion with new tubing. There was no report of patient or staff harm as a result of the leak. No additional patient or event details were provided by the customer.

Manufacturer narrative:
(B)(4). No product will be returned per customer. The customer complaint of leaking could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.